Event description:
It was reported that, the fiber broke during procedure. Another fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Analysis of the returned fiber confirmed the reported fiber break as analysis identified the glass cap was detached/separated. The metal cap exhibited heavy charred debris adhesion, indicative of prolonged tissue contact during use. The fiber was also able to rotate independent of the metal cap, indicating a glue failure, and the outer flow tube proximal to the metal cap was accordioned. Based on analysis results and information available, it is probable that excessive force was applied to the fiber during use, causing the glass tip to break off the fiber and the outer flow tube to accordion. According to the instructions for use (IFU), the following is cautioned: do not bury the tip of the fiber into the tissue. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip.

Event description:
It was reported that, the fiber broke during procedure. Another fiber was used to complete the procedure. There were no patient complications.

Event description:
It was reported that, the fiber broke during procedure. Another fiber was used to complete the procedure. No patient complications were reported.